Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient experienced ineffective and unintended stimulation due to lead migration (x-rays confirmed). Surgical intervention was taken on (B)(6) 2016 wherein the lead was repositioned. However, the issue persists. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the lead was explanted and replaced with another model which resolved the issue. During the surgery the ipg was electively replaced to take advantage of updated technology.